Manufacturer narrative:
Concomitant medical product: shell porous with cluster holes 52 mm o.d., catalog no# 65620005222; lot no# 63709882, liner 20 degree elevated rim 32 mm i.d., catalog no# 00632005032; lot no# 63851013, femoral stem press-fit collarless 12/14 neck taper, catalog no# 00786401400; lot no# 62740534. Therapy date : (B)(6) 2018. The manufacturer did receive x-rays, or other source documents (operative reports) for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side. Subsequently the patient was revised due to pain and femur fracture. Stem was loosened due to femur fracture.

Manufacturer narrative:
No trend considering the following event is identified: revision due to bone fracture. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: patient underwent initial hip procedure on (B)(6) 2018. Subsequently the patient was revised on (B)(6) 2018 due to periprosthetic fracture of proximal right femur and loosening of the stem due to fracture. Review of received data - operative notes dated (B)(6) 2018 confirms that the patient underwent bilateral total hip joints replacements due to osteoarthritis. From the notes it is confirmed, that both hips are stable with good range of flexion and internal rotation. X-ray review from a third party surgeon confirmed fracture of the proximal femur resulting. The femoral stem may be loose in vicinity of the fracture. Elsewhere, no gross evidence of arthroplasty component loosening. Bones are osteopenic. Devices analysis no products returned for physical examination. It has been requested, but is not returned by the hospital. Root cause analysis: no root cause analysis was performed for the investigation of the complaint since bone fracture cannot be related to any failure mode for the ceramic head. However, all possible causes that might be leading to the issues reported are listed in the rmw of the device. Conclusion summary: patient underwent initial bilateral hip procedure on(B)(6) 2018. Subsequently the patient was revised on (B)(6) 2018 due to periprosthetic fracture of proximal right femur, and stem loosening in canal due to fracture. The patient was ambulating up stairs and suffered a cracking feeling with instant pain in right hip. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The role of the ceramic head in this bone fracture is very unlikely. Moreover, the described bone fracture in this complaint cannot be related to a specific failure mode for the ceramic head. Based on the information available, an exact root cause could not be determined. The zb warsaw split case covering the rest of the implants can be seen under (B)(4), medwatch# 0001822565-2018-02078. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).